Manufacturer narrative:
The info provided was limited and it is unk if the bard mesh was explanted during the revision procedure. Multiple attempts have been made to obtain additional info. Recurrence is listed in the IFU as a known possible complication. Without a lot number a review of the manufacturing records could not e conducted. Based on the limited info available we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's reported recurrence. This MDR includes all patient, event and device information davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: it has been reported that on (B)(6) 2012 the pt was implanted with a bard composix mesh, secured with a non-bard fixation device during a hernia repair procedure. Reportedly, the pt developed a recurrence and underwent surgical repair. It was reported that during the revision procedure it was noted that the mesh had detached on one side.